Event description:
It was reported that this right ventricular (rv) lead exhibited low rv intrinsic amplitude measurement. (B)(6) technical services (ts) discussed that the device appeared to be functioning as programmed. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)